Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -12.00/+1.5/086 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2009. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Product evaluation found two lenses returned in the same vial. Both lenses were returned dry with residue/debris on the lenses. Visual inspection found the haptic of the first lens bent and debris and residue on the lens. Visual inspection found the haptic of the second lens broken, a piece of the haptic missing, and debris and red residue on the lens. Report source changed from user facility to (B)(6). (B)(4).